Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A software investigation was conducted by medtronic personnel. It was concluded that the reported issue was a hardware induced event and the software is functioning as designed. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that during preparation for a spinal fusion case, the generator scroll bar would not fully boot and the imaging system would not pass initializing. System reboot did not resolve the issue. The site switched to a preoperative CT. Medtronic imagine was not used. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
Correction: a medtronic representative inspected the system onsite and performed a system checkout. The standalone board and x-ray relay were replaced and the issue resolved. Additional information: a medtronic representative reported that the surgeon opted to complete the procedure without the use of the navigation system. The standalone board and x-ray relay were returned to the manufacturer for evaluation. Evaluation confirmed that the generator was not booting. The standalone board failed the bench test. All leds functioned as normal and all output and voltage readings were present. The fans were not functioning due to a broken fan wire. The x-ray relay failed the bench test, and showed a short between output 1 and 2. Both fuses measured open.